Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities. Patient weight not reported. Within the blank for common device name, product code hrs should be included along with the provided hwc code. The date of event is unknown. The event is considered to be when the patient began to experience pain. Model #, lot # and unique identifier (UDI) # are listed below. See note. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Concomitant medical products and therapy dates not reported. Initial report fax number unknown. Device bla number is n/a to this report. Na was not entered within this field as this caused technical errors to occur in previous MDR submissions. Device manufacture date is listed below. See note. Note: because multiple parts were removed, model #s which correspond with the generic brand names listed are listed along with complete brand names below. Due to limited space within the blanks, lot # and unique identifier (UDI) # and device manufacture date are also listed below. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving an mib removal out between august 2019 and august 2020. Seventeen (17) similar complaints were identified with the following root causes: unknown (11), patient preference (1), patient noncompliance (2), tbd/investigation not complete (3) . This event does not contain parts from the same lot number as any of these reported related events. Device history record (DHR) review: the dhrs for all identified potential lots of removed parts were reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. While the specific lot number of the involved implants could not be identified, the following lot numbers were identified and reviewed as possibilities based on the applicable sales representative's current inventory: brand name: 2.4mm x 14mm tiger cannulated screw, model #: 200-24-014, lot #tsl003274 (qty 2) [manufactured 06/10/2016, UDI (B)(4)] - no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Brand name: 2.4mm x 26mm tiger cannulated screw, model #: 200-24-026, lot #tsl001644 (qty 1) [manufactured 09/18/2014, UDI (B)(4)] - no associated ncrs, rwks, or deviations. Brand name: minimally invasive bunion plate, left, model #: 300-70-002, lot #tsl006112 (qty 1) [manufactured 05/08/2018, UDI (B)(4)] - no associated ncrs, rwks, or deviations. Brand name: 2.4mm x 20mm gl locking screw, model #: 302-24-020, lot #tsl004767 (qty 2) [manufactured 03/09/2017, UDI (B)(4)] - no associated ncrs, rwks, or deviations. In conclusion, there were no identified issues relatied to the complaint event. Review of surgical technique: minimally invasive bunion plating system instructions for use, IFU 900-01-016 revision d, corresponds to the event. It is documented that the doctor / user did not follow the IFU. Doctor 2 did have to utilize another company's removal tool as well as cut the mib plate in response the reported issue of the tiger screws not being able to be removed with ease. Visual & dimensional inspection, simulated use testing: the parts were not returned as they were discarded by the scrub technician so no visual or dimensional inspection could be performed. Additionally, simulated use testing was not be performed to recreate the event of the patient experiencing pain. Investigation conclusion: as stated previously, the removal case occurred "due to complaints of localized pain at the surgical site". As the parts were not returned for evaluation and the x-ray displayed that union had occurred, the reasoning for pain is unknown. While there were 17 similar complaints reporting an mib removal, this complaint does not pertain to any of the known root causes: patient preference or patient noncompliance (as patient noncompliance was not reported). Thus, the root cause remains unknown.

Event description:
On (B)(6) 2020, a trilliant surgical sales representative inquired about utilizing an mib loaner for an upcoming removal with doctor 1 (this shall be documented in MDR report 3007420745-2020-00037) when he stated this is his second removal in two weeks. A trilliant surgical sales support specialist inquired about the first removal which was not reported previously and the sales representative stated the below details: on (B)(6) 2020, the sales representative was present at an mib removal with doctor 2 at hospital 1. The removal was scheduled with a (B)(6)-year-old female patient due to complaints of localized pain at the surgical site. The original implantation was two years ago on (B)(6) 2018 with doctor 2 at hospital 1. Doctor 2 attempted to remove the 300-70-002 (mib plate, left) for 2+ hours due to the failure of removing the tiger cannulated screws (200-24-014, 2.4 x 14mm tiger cannulated screw and 200-24-026, 2.4 x 26mm tiger cannulated screw) fully with use of trilliant surgical's 2.0/2.4 tiger cannulated screw driver bits (210-24-003). During the removal, doctor 2 was able to removal all of the gridlock locking screws with ease. However, the tiger cannulated screw would not back out with the use of four different drivers provided from the sales representative's personal tiger set and mib set. Doctor 2 had to utilize a competitor's removal tool to begin removing the tiger cannulated screw. Once the tiger screw was partially backed out of the surgical site with the use of the removal tool, doctor 2 had to cut the plate in half to remove the remaining construct. With the remaining portion of the plate still in place, doctor 2 utilized a torque driver to remove the remaining distal screws and completed the removal in full. Supporting details around the patient demographics were inquired upon up-front in the complaint inquiry and the criteria such as weight cannot be determined by the sales representative. The mib plate, screws, and associated instrumentation will not be returned as the scrub technician had discarded all parts from the case.